Event description:
It was reported that a filter arm detached from an ivc filter and was identified in the right lung. The filter was removed with a snare; however, the detached limb was not able to be retrieved. The current pt condition is unk.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed and the lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is currently underway.